Event description:
It was reported that the fowler would drift due to fowler motor and fowler clutch malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer. Customer provided parts to do repairs. Customer performed evaluation.

Event description:
It was reported that the fowler would drift due to fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.